Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that a two cre fixed wire dilatation balloons were used in the esophagus during a dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons burst upon inflation. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was torn circumferentially and detached from the catheter, which does not confirm the reported event of balloon burst. The balloon torn problem found could have been interpreted by the customer as the reported event of balloon burst. Additionally, the middle of the balloon and the tip were missing. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn circumferential during the procedure, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that a two cre fixed wire dilatation balloons were used in the esophagus during a dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons burst upon inflation. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.